Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient¿s transfer set disconnected from their pd catheter. The event was further described as ¿the catheter came apart¿. It was not reported if the patient was hospitalized for the event. The patient was treated prophylactically (no further information) and did not develop peritonitis from the event. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.